Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the suture broke while placing the mesh. The needle was stuck inside the capio device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Analysis of the returned uphold lite revealed that the suture and dart are missing from the blue dilator and were not returned. The blue dilator measures 21 cm and has puncture marks, small tears and a long groove along its length which most likely occurred during removal of the mesh assembly. The capio carrier is bent and does not deploy to the center of the catch when fully deployed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor reconstruction procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the suture broke while placing the mesh. The needle was stuck inside the capio device. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) needle detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.